Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ups battery cartridge shipped to site 04/06/2016. No parts have been received by manufacturer for analysis. On 04/08/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) back-up battery does not hold a charge when being transported from storage to operating room (or) room. Replaced mvs universal power supply (ups) battery cartridge and performed a system checkout. Imaging system operational. Issue resolved.

Event description:
A site representative, dispatcher, received a report from the site radiographic technologist (rt), that their imaging system monitor was unexpectedly shutting-down on it's own. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect ups battery cartridge was unable to confirm the reported problem. Returned ups pass visual inspection with signs of normal wear. Charged cartridge for at least 6 hrs. Perform 5 min load test. Passed load test 6 min, 17 sec. The device was found to be fully functional with no problem found. The reported event could not be (B)(6) by medtronic personnel.